Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse verified hardware and alignments. The fse performed high-sensitivity foam and non-foam testing and results conformed to the manufacturer's specifications. The customer collected samples in plastic bd lithium heparin non-gel tubes. The specimen was sampled from an insert cup placed in the blood tube. The patient sample was filtered and checked for clots prior to aspirating the sample into the insert cup. Creatine kinase-nb (ck-mg) quality control was within specifications prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related MDR 2122870-2011-02725.

Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb (ck-mg) results, above the reference range, for one patient involving unicel dxi 800 access immunoassay system and access 2 immunoassay system. This report number one of two referencing unicel dxi 800 system. The erroneous results were released out of the laboratory without retest. The patient sample was retested on both systems after recalibrations. There was no report of patient injury. There has been no report of a change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.